Manufacturer narrative:
The customer reported complaint was confirmed during archive review and functional testing. The root cause could not be determined through this evaluation. The battery was manufactured in 2014 and has exceeding its service life of three years from its date of manufacture and is not fully charged. No physical damage was observed and three flashing leds were noted when the status button was pressed during visual inspection. The archive data review indicated that the battery was last charged successfully on (B)(6) 2017 and was last inserted into the autopulse platform on (B)(6) 2017. On (B)(6) 2017, the battery recorded three communication errors recorded right after it was pulled out from the multi-chemistry charger (mcc). The battery was then reconditioned and fully charged on (B)(6) 2017. The possible root cause could be due to a latch-up. An excessive current goes into the battery microprocessor when the battery was pulled up from the charger. No other errors were recorded from (B)(6) 2017 to the end of the archive on (B)(6) 2017. During functional testing the battery was inserted into a good known reference multi-chemistry charger (mcc) and the battery could not get charged with three flashing amber leds. The flashing amber leds indicated that the battery has exceeded its expected service life of three years from its date of manufacturing.

Event description:
As reported, during shift check, it was noted that the li-ion battery (sn: (B)(4)) was not holding charge. The battery was last charged successful on (B)(6) 2017. The customer follows a three battery rotation. No patient involvement was reported.